Event description:
It was reported that a company representative met with a patient on the day of this report to help the patient get their stimulation system ready for a procedure related to breast cancer. They were going to turn the devices down to 0.0 v and off. It was stated that while the representative was reading the patient's battery with the clinician programmer and it "started making a beeping noise and showed an interference message". The representative hit the "x" to clear the screen and when she did, all of the patient's settings had changed and the device went from "on to off". It was stated that this happened in the waiting room of the doctor's office. It was noted that there was nothing specific in the area that could produce electromagnetic interference (emi). It was reported that this was only happening with the patient's right implant (left side of the body affected). It was noted that the implant was at 3.7v for battery life. It was stated that the interference message had happened "multiple times that day". It was noted that the representative had this message occur in the past. It was reported that the patient had a loss of therapeutic effect. It was stated that the right side device was supposed to be on, but the patient was having a visible tremor on the left side of their body. Additional information received later that day reported that there was no telemetry. It was stated that the left device turned off "with no issues". The right side implant indicated interference and as a result there was a power-on-reset (por) condition and the device reset back to shipping parameters. It was stated that the representative was able to interrogate again and enter all of the programming data with no issues. It was stated that the patient did have "some tremor" return prior to surgery, but the implantable neurostimulator (ins) was on at the appropriate settings at that time. Additional information received reported that the patient was "doing well and receiving therapy". Additional information received reported that the patient's tremor had been controlled after the ins was turned on and set to her settings.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v660777, implanted: (B)(6) 2011, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v132495, implanted: (B)(6) 2008, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).